Event description:
It was reported that catheter was blindly inserted into the median cubital vein of a leukemia patient in (B)(6) 2021. The blood was drawn before the infusion on (B)(6) 2021. Two blue detrital particles were found. It was observed with a microscope, and was highly suspected to be catheter material. The medicine for chemotherapy received by the patient is idarubicin hydrochloride, cytarabine; antibiotic: imipenem and cilastatin sodium.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. Also received was a plastic tube labeled ¿small blue particles¿. Two small pieces of blue material were found within the tube. Microscopic inspection and manipulation of the pieces of blue material reveled them to appear consistent with soft plastic. The material did not appear consistent with the catheter tubing. Regions of regular striations were observed consistent with pattern transfer from a grind-sharpened instrument. The pieces of material were found to be too large to pass through the metal cannula of the groshong connector. Microscopic inspection of the catheter did not reveal any damage. The returned pieces of ¿foreign¿ material appeared to be plastic that were separated from a larger mass by contact with a metallic instrument. The material did not appear consistent with the catheter silicone and no corresponding damage was found during examination of the catheter. The size of the pieces precluded the material passing through the connector and into the patient. This also suggested that if the material was found within the catheter that it was introduced through the luer adapter and may have originated with an accessory used with the catheter. The potential source could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0326 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was blindly inserted into the median cubital vein of a leukemia patient in (B)(6) 2021. The blood was drawn before the infusion on (B)(6) 2021. Two blue detrital particles were found. It was observed with a microscope, and was highly suspected to be catheter material. The medicine for chemotherapy received by the patient is idarubicin hydrochloride, cytarabine; antibiotic: imipenem and cilastatin sodium.